Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. The customer tested by fingerstick on the meter and the result was 4.1 inr. Customer had a lab test within 7 hours and the result was 3.0 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer squeezes the finger excessively sometimes when trying to obtain a blood sample. The customer has no hematocrit issues and no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no new medications, no new illness and no bleeding or bruising. Customer has discarded all the strips so they are no longer available to send. There was no adverse event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The meter was returned for investigation. The returned meter was tested with retention strips and a quality control. Testing results: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. The strip lot number used during the complaint was determined from analysis of the meter memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.